Event description:
A report was received alleging that a ventilator entered a ventilator inoperative condition during ventilation of a patient. There was no report of harm or injury to the patient. Though requested, additional patient information was not available. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the analog interface (ai) printed circuit board (pcb), which resolved the reported issue. The ventilator passed calibrations, extended self tests (est), short self tests (sst), and performance verification tests (pvt) and was returned to service.